Manufacturer narrative:
Follow-up received on 08-jun-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy blood loss while inserting essure. After being implanted with essure, she had an ectopic pregnancy which led o the removal of a fallopian tube. She experienced chronic pain and she took remedial therapy for it. An ultrasound was performed which revealed a micro-insert had become embedded in her uterus that required the removal of consumer uterus. These events are serious due to their medical importance and listed in the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. Procedural bleeding and chronic pain may occur with essure therapy and also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes which could result in embedment or uterine perforation. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since serious injury and surgical intervention occurred. Additionally, non-serious events were reported. The ptc assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 06-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent birth control. While the essure devices were implanted, she suffered severe menstrual pain accompanied by heavy blood loss. After being implanted with essure, the consumer endured an ectopic pregnancy, which subsequently led to the removal of a fallopian tube on or around (B)(6) 2015. She also suffered severe abdominal and back pain, as well as pain during intercourse. To treat her chronic pain, has been prescribed percocet and lyrika. Fatigue and depression were ongoing. After her tube was removed, her symptoms continued to worsen. Doctor performed an ultrasound that revealed that a micro-insert had become embedded in her uterus that required the removal of consumer uterus, on (B)(6) 2015. Her ovaries remained intact. Company causality comment this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy blood loss while inserting essure. After being implanted with essure, she had an ectopic pregnancy which led o the removal of a fallopian tube. She experienced chronic pain and she took remedial therapy for it. An ultrasound was performed which revealed a micro-insert had become embedded in her uterus that required the removal of consumer uterus. These events are serious due to their medical importance and listed in the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. Procedural bleeding and chronic pain may occur with essure therapy and also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes which could result in embedment or uterine perforation. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since serious injury and surgical intervention occurred. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), device expulsion ("coils had migrated/ one of the coils was still in my uterus"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), embedded device ("micro-insert had become embedded in her uterus/embedded coil "), genital haemorrhage ("heavy bleeding"), procedural haemorrhage ("heavy blood loss") and palpitations ("my heart was racing") in a (B)(6) year-old female patient (gravida 5, para 3) who had essure (batch no. B97485) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included hernia repair, vaginal bleeding, abdominal cramps, syncope, genital bleeding, dysfunctional uterine bleeding (probable cause was too low dose loestrin 1/20), salpingectomy, uterine dilation and curettage, miscarriage (second pregnancy was a miscarriage), multigravida (total number of pregnancies: 5) and parity 3 (total number of live births: 3 ((B)(6))). Previously administered products included for an unreported indication: bcp in 2013, depo in (B)(6) 2013, loestrin and oral contraceptive. Concurrent conditions included general body pain, chills, headache, fever, paraesthesia of fingers, vaginal discharge, tachycardia, abdominal cramps, nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and dysmenorrhoea ("bad cramping between periods as well as during/ menstrual pain"). In (B)(6) 2014, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and dysmenorrhoea ("bad cramping between periods as well as during/ menstrual pain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), malaise ("feeling extremely ill/ became really sick") and abdominal pain lower ("cramps/ lower abdomen cramping"). In 2015, the patient experienced the first episode of procedural pain ("pelvic pain post-surgery due to scar tissues") and menorrhagia ("first period after surgery I had to go back to the hospital due to profuse bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, embedded device (seriousness criteria medically significant and intervention required), the second episode of procedural pain ("severe menstrual pain"), depression ("depression"), scar ("scar tissue"), hypoaesthesia ("fingertips felt numb"), palpitations (seriousness criterion hospitalization), feeling hot ("my head would become extremely hot"), feeling cold ("while my body was freezing") and treatment noncompliance ("following essure placement procedure, she did not use birth control or contraception"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with oxycocet (percocet), pregabalin (lyrica), surgery (on (B)(6) 2015, hysterectomy), surgery (on (B)(6) 2015, laparoscopic bilateral salpingectomy), surgery (on (B)(6) 2015, laparoscopic bilateral salpingectomy and dilatation and curettage), surgery (on (B)(6) 2015, hysterectomy due to coil being embedded in the uterus) and surgery (on (B)(6) 2015, patient underwent d & c (dilatation and curettage)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and device expulsion was resolving, the ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, procedural haemorrhage, the last episode of procedural pain, weight fluctuation, scar, malaise, hypoaesthesia, palpitations, feeling hot, feeling cold, back pain, dyspareunia, dysmenorrhoea, menorrhagia and treatment noncompliance outcome was unknown and the fatigue, depression and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, feeling cold, feeling hot, genital haemorrhage, hypoaesthesia, malaise, menorrhagia, palpitations, procedural haemorrhage, scar, treatment noncompliance, uterine perforation, weight fluctuation, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: on (B)(6) 2011, patient's diagnostic impression was completed abortion versus ectopic pregnancy. On (B)(6) 2011, patient's clinical impression was vaginal bleeding due to ectopic pregnancy versus completed abortion and syncope. After essure insertion on (B)(6) 2014, the number of expanded coils that appeared trailing into the uterine cavity was 4, identical steps were taken to insert essure into the opposite tube and the number of expanded coils that appeared trailing into the uterine cavity was 3. On (B)(6) 2015, patient had laparoscopic bilateral tubal salpingectomies and dilation and curettage and finding was uterine cavity with right essure device was not in the fallopian tube, but located adjacent to the right tubal ostia embedded in the endometrial tissue, it was bent in 2 different directions. Left tubal ostia with essure device present within it. After her tube was removed, her symptoms continued to worsen. On (B)(6) 2015, patient had total vaginal hysterectomy, and finding was normal sized uterus, normal ovaries and tubes and second-degree uterine prolapse noted. Hysterectomy due to coil being embedded in the uterus. It was reported that following essure placement procedure, she did not use birth control or contraception. The excruciating abdominal pain diminished after the hysterectomy, however, abdominal cramps continue due to two essure-related surgeries. Patient did not claimed that she was allergic to nickel or any other component of essure; experience a hypersensitivity reaction to nickel or any other component of essure or use of essure caused or aggravated any psychiatric and/or psychological conditions. I had to stay in the hospital overnight due to my heart rate. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: 3582 miu/ml. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes with bilateral tubal occlusion. Pregnancy test - on (B)(6) 2015: positive. Pregnancy test urine - on (B)(6) 2012: negative; in (B)(6) 2012: positive. Ultrasound scan - on an unknown date: essure embedded in uterus. On (B)(6) 2011, patient had ultrasound done and a pregnancy was not noted. Hcg positive at 7,664 (unit unspecified). On (B)(6) 2011, beta hcg quant shows that the patient has a quant of 3582 (unit unspecified) which was considerably decreased from previous at 7664 (unit unspecified). On (B)(6) 2014, pelvic ultrasound revealed anteverted homogenous uterus, trace of anechoic fluid within endometrium patient at the end of menses, no free pelvic fluid noted. In (B)(6) 2015, physician did a blood (hcg levels had gone up) and urine test. On (B)(6) 2015, pelvic ultrasound revealed no identifiable fetal intra-or extrauterine gestation. Ectopic pregnancy cannot be excluded with this ultrasound. Irregular fluid collection in the endometrial cavity. Echogenic structure extending into the endometrial cavity compatible with the contraceptive coil. On (B)(6) 2015, surgical pathology report diagnosis included endometrial tissue with products of conception, left fallopian tube was negative for ectopic pregnancy and right fallopian tube was negative for ectopic pregnancy. On (B)(6) 2015, pelvic ultrasound (non obstetric), cannot exclude coils in the uterine cornual region; correlate with specific surgical procedural history, as with fallopian resection the essure coils would typically have been removed. On (B)(6) 2015, surgical pathology report included uterus, hysterectomy (for prolapse) showed uterus with proliferative endometrium and unremarkable cervix. A coiled essure wire was seen protruding from the right uterotubal junction to embed in the endometrium. Patient weighs (B)(6) (units unspecified). Approximate weight at the time of essure placement: (B)(6) (units unspecified). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-sep-2017: pfs received: patient's demographic information, other relevant medical history and lab data were added. Event onset date of the following events menstrual pain; back pain; fatigue; heavy bleeding (event amended); pain during intercourse; weight fluctuations; ectopic pregnancy (updated- (B)(6) 2015); feeling extremely ill/ became really sick; scar tissue cramps/ lower abdomen cramping (ongoing) were added. Event: perforation of the uterus (abdominal pain/ stabbing; abdominal pain); fingertips felt numb; my heart was racing; my head would become; extremely hot while my body; was freezing; coils had migrated; first period after surgery I had to go back to the hospital due to profuse bleeding; bad cramping between periods as well as during were added. Non-drug treatment notes details of the events were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), embedded device ("micro-insert had become embedded in her uterus"), pain ("chronic pain"), procedural haemorrhage ("heavy blood loss") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. B97485) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included hernia repair, vaginal bleeding, abdominal cramps, syncope, genital bleeding, dysfunctional uterine bleeding (probable cause was too low dose loestrin 1/20), salpingectomy, uterine dilation and curettage and ectopic pregnancy. Previously administered products included for an unreported indication: oral contraceptive and loestrin. Concurrent conditions included general body pain, chills, headache, fever, paraesthesia of fingers, vaginal discharge, tachycardia, abdominal cramps, nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("severe menstrual pain"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), depression ("depression") and weight fluctuation ("weight fluctuation"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), procedural pain ("severe menstrual pain"), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), depression ("depression") and weight fluctuation ("weight fluctuation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with oxycocet (percocet), pregabalin (lyrica), surgery (removal of a fallopian tube on (B)(6) 2015) and surgery (total vaginal hysterectomy, removal of uterus, on (B)(6) 2015. Her ovaries remained intact.). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, embedded device, pain, procedural haemorrhage, genital haemorrhage, procedural pain, back pain, abdominal pain, dyspareunia and weight fluctuation outcome was unknown and the fatigue and depression had not resolved. The reporter considered abdominal pain, back pain, depression, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, pain, procedural haemorrhage, procedural pain and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2011, patient's diagnostic impression was completed abortion versus ectopic pregnancy. On (B)(6) 2011, patient's clinical impression was vaginal bleeding due to ectopic pregnancy versus completed abortion and syncope. After essure insertion on (B)(6) 2014, the number of expanded coils that appeared trailing into the uterine cavity was 4, identical steps were taken to insert essure into the opposite tube and the number of expanded coils that appeared trailing into the uterine cavity was 3. On (B)(6) 2015, patient had laparoscopic bilateral tubal salpingectomies and dilation and curettage and finding was uterine cavity with right essure device was not in the fallopian tube, but located adjacent to the right tubal ostia embedded in the endometrial tissue, it was bent in 2 different directions. Left tubal ostia with essure device present within it. After her tube was removed, her symptoms continued to worsen. On (B)(6) 2015, patient had total vaginal hysterectomy, and finding was normal sized uterus, normal ovaries and tubes and second-degree uterine prolapse noted. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: 3582 miu/ml hysterosalpingogram - on (B)(6) 2014: fallopian tubes with bilateral tubal occlusion pregnancy test - on (B)(6) 2015: positive. Pregnancy test urine - on (B)(6) 2012: negative; in (B)(6) 2012: positive. Ultrasound scan - on an unknown date: essure embedded in uterus. On (B)(6) 2011, patient had ultrasound done and a pregnancy was not noted. Hcg positive at 7,664 (unit unspecified). On (B)(6) 2011, beta hcg quant shows that the patient has a quant of 3582 (unit unspecified) which was considerably decreased from previous at 7664 (unit unspecified). On (B)(6) 2014, pelvic ultrasound revealed anteverted homogenous uterus, trace of anechoic fluid within endometrium patient at the end of menses, no free pelvic fluid noted. On (B)(6) 2015, pelvic ultrasound revealed no identifiable fetal intra-or extrauterine gestation. Ectopic pregnancy cannot be excluded with this ultrasound. Irregular fluid collection in the endometrial cavity. Echogenic structure extending into the endometrial cavity compatible with the contraceptive coil. On (B)(6) 2015, surgical pathology report diagnosis included endometrial tissue with products of conception, left fallopian tube was negative for ectopic pregnancy and right fallopian tube was negative for ectopic pregnancy. On (B)(6) 2015, pelvic ultrasound (non obstetric), cannot exclude coils in the uterine cornual region; correlate with specific surgical procedural history, as with fallopian resection the essure coils would typically have been removed. On (B)(6) 2015, surgical pathology report included uterus, hysterectomy (for prolapse) showed uterus with proliferative endometrium and unremarkable cervix. A coiled essure wire was seen protruding from the right uterotubal junction to embed in the endometrium. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 18-sep-2017: other health professional's added as reporters per medical records. Patient's demographic information, relevant medical history and lab data added. Essure lot number b97485 was added, essure start date updated from (B)(6) 2014 and stop date added as (B)(6) 2015. Onset date of event ectopic pregnancy was added as 2015. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), device expulsion ("coils had migrated/ one of the coils was still in my uterus"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), embedded device ("micro-insert had become embedded in her uterus/embedded coil"), genital haemorrhage ("heavy bleeding"), procedural haemorrhage ("heavy blood loss") and palpitations ("my heart was racing") in a (B)(6) year-old female patient (gravida 5, para 3) who had essure (batch no. B97485) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included hernia repair, vaginal bleeding, abdominal cramps, syncope, genital bleeding, dysfunctional uterine bleeding (probable cause was too low dose loestrin 1/20), salpingectomy, uterine dilation and curettage, miscarriage (second pregnancy was a miscarriage), multigravida (total number of pregnancies: 5) and parity 3 (total number of live births: 3 ((B)(6) 2008; (B)(6) 2011; (B)(6) 2012)). Previously administered products included for an unreported indication: bcp in 2013, depo in (B)(6) 2013, loestrin and oral contraceptive. Concurrent conditions included general body pain, chills, headache, fever, paraesthesia of fingers, vaginal discharge, tachycardia, abdominal cramps, nausea and vomiting. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and dysmenorrhoea ("bad cramping between periods as well as during/ menstrual pain"). In (B)(6) 2014, 1 day after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and dysmenorrhoea ("bad cramping between periods as well as during/ menstrual pain"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), malaise ("feeling extremely ill/ became really sick") and abdominal pain lower ("cramps/ lower abdomen cramping"). In 2015, the patient experienced procedural pain ("pelvic pain post-surgery due to scar tissues") and menorrhagia ("first period after surgery I had to go back to the hospital due to profuse bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, embedded device (seriousness criteria medically significant and intervention required), pain ("pain started after my first period after the procedure"), depression ("depression"), scar ("scar tissue"), hypoaesthesia ("fingertips felt numb"), palpitations (seriousness criterion hospitalization), feeling hot ("my head would become extremely hot"), feeling cold ("while my body was freezing") and treatment noncompliance ("following essure placement procedure, she did not use birth control or contraception"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with oxycocet (percocet), pregabalin (lyrica), surgery (on (B)(6) 2015, hysterectomy), surgery (on (B)(6) 2015, laparoscopic bilateral salpingectomy), surgery (on (B)(6) 2015, laparoscopic bilateral salpingectomy and dilatation and curretage), surgery (on (B)(6) 2015, hysterectomy due to coil being embedded in the uterus) and surgery (on (B)(6) 2015, patient underwent d & c (dilatation and curettage)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and device expulsion was resolving, the ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, procedural haemorrhage, pain, weight fluctuation, scar, malaise, hypoaesthesia, palpitations, feeling hot, feeling cold, back pain, dyspareunia, dysmenorrhoea, menorrhagia and treatment noncompliance outcome was unknown and the fatigue, depression, abdominal pain lower and procedural pain had not resolved. The reporter considered abdominal pain lower, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, feeling cold, feeling hot, genital haemorrhage, hypoaesthesia, malaise, menorrhagia, pain, palpitations, procedural haemorrhage, procedural pain, scar, treatment noncompliance, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2011, patient¿s diagnostic impression was completed abortion versus ectopic pregnancy. On (B)(6) 2011, patient¿s clinical impression was vaginal bleeding due to ectopic pregnancy versus completed abortion and syncope. After essure insertion on (B)(6) 2014, the number of expanded coils that appeared trailing into the uterine cavity was 4, identical steps were taken to insert essure into the opposite tube and the number of expanded coils that appeared trailing into the uterine cavity was 3. On (B)(6) 2015, patient had laparoscopic bilateral tubal salpingectomies and dilation and curettage and finding was uterine cavity with right essure device was not in the fallopian tube, but located adjacent to the right tubal ostia embedded in the endometrial tissue, it was bent in 2 different directions. Left tubal ostia with essure device present within it. After her tube was removed, her symptoms continued to worsen. On (B)(6) 2015, patient had total vaginal hysterectomy, and finding was normal sized uterus, normal ovaries and tubes and second-degree uterine prolapse noted. Hysterectomy due to coil being embedded in the uterus. It was reported that following essure placement procedure, she did not use birth control or contraception. The excruciating abdominal pain diminished after the hysterectomy, however, abdominal cramps continue due to two essure-related surgeries. Patient did not claimed that she was allergic to nickel or any other component of essure; experience a hypersensitivity reaction to nickel or any other component of essure or use of essure caused or aggravated any psychiatric and/or psychological conditions. I had to stay in the hospital overnight due to my heart rate. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: 3582 miu/ml. Hysterosalpingogram - on (B)(6) 2014: fallopian tubes with bilateral tubal occlusion pregnancy test - on (B)(6) 2015: positive. Pregnancy test urine - on (B)(6) 2012: negative; in (B)(6) 2012: positive. Ultrasound scan - on an unknown date: essure embedded in uterus. On (B)(6) 2011, patient had ultrasound done and a pregnancy was not noted. Hcg positive at 7,664 (unit unspecified). On (B)(6) 2011, beta hcg quant shows that the patient has a quant of 3582 (unit unspecified) which was considerably decreased from previous at 7664 (unit unspecified). On (B)(6) 2014, pelvic ultrasound revealed anteverted homogenous uterus, trace of anechoic fluid within endometrium patient at the end of menses, no free pelvic fluid noted. In (B)(6) 2015, physician did a blood (hcg levels had gone up) and urine test. On (B)(6) 2015, pelvic ultrasound revealed no identifiable fetal intra-or extrauterine gestation. Ectopic pregnancy cannot be excluded with this ultrasound. Irregular fluid collection in the endometrial cavity. Echogenic structure extending into the endometrial cavity compatible with the contraceptive coil. On (B)(6) 2015, surgical pathology report diagnosis included endometrial tissue with products of conception, left fallopian tube was negative for ectopic pregnancy and right fallopian tube was negative for ectopic pregnancy. On (B)(6) 2015, pelvic ultrasound (non obstetric), cannot exclude coils in the uterine cornual region; correlate with specific surgical procedural history, as with fallopian resection the essure coils would typically have been removed. On (B)(6) 2015, surgical pathology report included uterus, hysterectomy (for prolapse) showed uterus with proliferative endometrium and unremarkable cervix. A coiled essure wire was seen protruding from the right uterotubal junction to embed in the endometrium. Patient weighs (B)(6) (units unspecified). Approximate weight at the time of essure placement: (B)(6) (units unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2017: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), device expulsion ("coils had migrated/ one of the coils was still in my uterus"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), embedded device ("micro-insert had become embedded in her uterus/embedded coil"), genital haemorrhage ("heavy bleeding / bleeding"), procedural haemorrhage ("heavy blood loss"), haemorrhage in pregnancy ("bleeding during pregnancy") and palpitations ("my heart was racing") in a 28-year-old female patient who had essure (batch no. B97485) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure, she did not use birth control or contraception" and device ineffective "device ineffective". The patient's medical history included hernia repair, vaginal bleeding, abdominal cramps, syncope, genital bleeding, dysfunctional uterine bleeding (probable cause was too low dose loestrin 1/20), salpingectomy, uterine dilation and curettage, miscarriage (second pregnancy was a miscarriage), multigravida (total number of pregnancies: 5) and parity 3 (total number of live births: 3 ((B)(6) 2008; (B)(6) 2011; (B)(6) 2012)). *on (B)(6) 2011, patient had ultrasound done and a pregnancy was not noted. Hcg positive at 7,664 (unit unspecified). On (B)(6) 2011, beta hcg quant shows that the patient has a quant of 3582 (unit unspecified) which was considerably decreased from previous at 7664 (unit unspecified). On (B)(6) 2014, pelvic ultrasound revealed anteverted homogenous uterus, trace of anechoic fluid within endometrium patient at the end of menses, no free pelvic fluid noted. In (B)(6) 2015, physician did a blood (hcg levels had gone up) and urine test. On (B)(6) 2015, pelvic ultrasound revealed no identifiable fetal intra-or extrauterine gestation. Ectopic pregnancy cannot be excluded with this ultrasound. Irregular fluid collection in the endometrial cavity. Echogenic structure extending into the endometrial cavity compatible with the contraceptive coil. On (B)(6) 2015, surgical pathology report diagnosis included endometrial tissue with products of conception, left fallopian tube was negative for ectopic pregnancy and right fallopian tube was negative for ectopic pregnancy. On (B)(6) 2015, pelvic ultrasound (non obstetric), cannot exclude coils in the uterine cornual region; correlate with specific surgical procedural history, as with fallopian resection the essure coils would typically have been removed. On (B)(6) 2015, surgical pathology report included uterus, hysterectomy (for prolapse) showed uterus with proliferative endometrium and unremarkable cervix. A coiled essure wire was seen protruding from the right uterotubal junction to embed in the endometrium. Patient weighs 140 (units unspecified). Approximate weight at the time of essure placement: 130 (units unspecified). Previously administered products included for an unreported indication: bcp, depo, microgestin, loestrin, loestrin and oral contraceptive. Concurrent conditions included general body pain, chills, headache, fever, paraesthesia of fingers, vaginal discharge, tachycardia, abdominal cramps, nausea and vomiting. Concomitant products included medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced procedural haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced back pain ("severe back pain/ back pain"), 1 day after insertion of essure. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse / dyspareunia / stabbing pain during intercourse"), dysmenorrhoea ("bad cramping between periods as well as during/ menstrual pain") and pelvic pain ("pelvic pain / pain / stabbing pelvis pain / cramping pelvis pain periodic "). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), malaise ("feeling extremely ill/ became really sick") and abdominal pain lower ("cramps/ lower abdomen cramping") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In 2015, the patient experienced procedural pain ("pelvic pain post-surgery due to scar tissues/current pelvic cramps due to scar tissue from the bilateral salpingectomy and hysterectomy surgeries.") And menorrhagia ("first period after surgery I had to go back to the hospital due to profuse bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, embedded device (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), pain ("pain started after my first period after the procedure"), depression ("depression"), scar ("scar tissue/ periodic pelvic cramps due to scar tissue from the bilateral salpingectomy and hysterectomy"), hypoaesthesia ("fingertips felt numb"), palpitations (seriousness criterion hospitalization), feeling hot ("my head would become extremely hot"), feeling cold ("while my body was freezing"), depressed mood ("sadness") and stress ("stress"). The patient was treated with oxycodone hydrochloride;paracetamol (percocet), pregabalin (lyrica) and surgery (on (B)(6) 2015, hysterectomy, on (B)(6) 2015, hysterectomy due to coil being embedded in the uterus, on (B)(6) 2015, patient underwent d & c (dilatation and curettage), on (B)(6) 2015, laparoscopic bilateral salpingectomy and on (B)(6) 2015, laparoscopic bilateral salpingectomy and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, fatigue and dyspareunia was resolving, the ectopic pregnancy with contraceptive device, embedded device, procedural haemorrhage, haemorrhage in pregnancy, pain, scar, malaise, hypoaesthesia, palpitations, feeling hot, feeling cold, back pain, menorrhagia and depressed mood outcome was unknown, the genital haemorrhage, weight fluctuation, dysmenorrhoea and pelvic pain had resolved and the depression, abdominal pain lower and procedural pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, back pain, depressed mood, depression, device expulsion, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, feeling cold, feeling hot, genital haemorrhage, haemorrhage in pregnancy, hypoaesthesia, malaise, menorrhagia, pain, palpitations, pelvic pain, procedural haemorrhage, procedural pain, scar, stress, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2011, patient¿s diagnostic impression was completed abortion versus ectopic pregnancy. On (B)(6) 2011, patient¿s clinical impression was vaginal bleeding due to ectopic pregnancy versus completed abortion and syncope. After essure insertion on (B)(6) 2014, the number of expanded coils that appeared trailing into the uterine cavity was 4, identical steps were taken to insert essure into the opposite tube and the number of expanded coils that appeared trailing into the uterine cavity was 3. On (B)(6) 2015, patient had laparoscopic bilateral tubal salpingectomies and dilation and curettage and finding was uterine cavity with right essure device was not in the fallopian tube, but located adjacent to the right tubal ostia embedded in the endometrial tissue, it was bent in 2 different directions. Left tubal ostia with essure device present within it. After her tube was removed, her symptoms continued to worsen. On (B)(6) 2015, patient had total vaginal hysterectomy, and finding was normal sized uterus, normal ovaries and tubes and second-degree uterine prolapse noted. Hysterectomy due to coil being embedded in the uterus. It was reported that following essure placement procedure, she did not use birth control or contraception. The excruciating abdominal pain diminished after the hysterectomy, however, abdominal cramps continue due to two essure-related surgeries. Patient did not claimed that she was allergic to nickel or any other component of essure; experience a hypersensitivity reaction to nickel or any other component of essure or use of essure caused or aggravated any psychiatric and/or psychological conditions. I had to stay in the hospital overnight due to my heart rate. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin (miu/ml) - on an unknown date: 3582 miu/ml. Hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes with bilateral tubal occlusion. Pregnancy test - on (B)(6) 2015: results: positive. Pregnancy test urine - in (B)(6) 2012: results: positive; on (B)(6) 2012: results: negative. Ultrasound scan - on an unknown date: results: essure embedded in uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : events added - pelvic pain, sadness, stress, bleeding during pregnancy. Outcome of pelvic pain, genital hemorrhage, dysmenorrhea, weight fluctuation updated to recovered/resolved. Outcome of fatigue, pain during intercourse updated to recovering/resolving. Verbatim "menstrual pain" clubbed with event "dysmenorrhoea". Verbatim "periodic pelvic cramps due to scar tissue from the bilateral salpingectomy and hysterectomy" clubbed with event "procedural pain" and "scar tissue". Reporter information updated. Concomitant drug added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 10-feb-2017: legal claim was received: new events reported: heavy bleeding and weight fluctuation company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced heavy blood loss while inserting essure. After being implanted with essure, she had an ectopic pregnancy which led to the removal of a fallopian tube. She experienced chronic pain and she took remedial therapy for it. An ultrasound was performed which revealed a micro-insert had become embedded in her uterus that required the removal of consumer uterus. Upon follow-up receipt, it was reported that she also presented heavy bleeding. These events are serious due to their medical importance and anticipated in the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. Procedural bleeding, genital haemorrhage and chronic pain may occur with essure therapy and also during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes which could result in embedment or uterine perforation. Based on the nature of the events, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since serious injury and surgical intervention occurred. Additionally, non-serious events were reported. The ptc assessment resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.